Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl: cause was unknown. Customer addressed bg via glucose tablets. The customer was instructed to consult with the healthcare provider regarding bg level. Customer acknowledged the pump and related supplies were functioning as intended.